Event description:
A customer reported that cassettes were tossed off the rocker of coulter lh 500 hematology analyzer during operation. No cassettes struck an operator during operation. There were no injuries and no exposure to any fluids or chemicals as there was no leakage, breakage or spillage due to the falling cassettes. The customer was wearing ppe at the time. There were no reports of death, injury or effect to patient or user associated with this event.

Manufacturer narrative:
The field service engineer adjusted rocker bed linkage, and cycled controls and multiple samples with no further issues. The root cause of the event was the rocker bed linkage that was out of adjustment. (B)(4).